Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin delivery using the original cartridge after receiving tips for preventing future altitude alarms.